Event description:
It was reported that the patient was experiencing ineffective stimulation. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2025 wherein an additional lead was implanted to address the issue.